Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed on (B)(6) 2020 via bha. It was reported that during the surgery, 6 minutes after the injection of the cement to the patient's femur and implanting the stem, her blood pressure dropped precipitously. The cement cured in 11 minutes, the surgeon implanted all implants while administering medication. Then, the surgeon put the patient in the supine position, the patient went into cardiac arrest. The anesthesiologist and nurse performed the procedure and resuscitated the patient, the surgeon closed incision with stable state of the patient. The surgery was completed with 40 minutes delay. The surgeon commented that it was unknown if it was caused by thrombus or the cement until exam. The surgeon will check by CT scan after the surgery. No further information is available.